Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for one day. Patient previously replaced non-serialized product. No further information available.